Event description:
It was reported that while using a bd nexiva closed IV catheter system, the tubing separated from the adaptor. The following information was provided by the initial reporter, translated from (B)(6): "when pulling out the catheter, the end piece tore off.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 28-jul-2022. H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 18ga x 1.25in. Nexia unit. Additionally, two photos were provided. Through the visual inspection, your reported issue of the catheter breaking/separated after placement was confirmed. There was media present indicating that the device had been used. The cut in the catheter looks like it may have been caused by scissors or a sharp blade. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. In the manufacturing process, while the catheter tubing is being loaded, the catheter is placed over the wedge and pressed down over a pin. Misalignment or damage to the pin may result in damage to the catheter tubing. In addition, if the flare length is incorrect, the tubing could separate from the wedge and the mandrel may hit the catheter causing the catheter to release or spear through. However, since the defect was discovered after use it is also possible that it may have occurred by a needle spear through or from sharp instruments being used such as scissors.

Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the tubing separated from the adaptor. The following information was provided by the initial reporter, translated from german: "when pulling out the catheter, the end piece tore off.